Event description:
The international affiliate in (B)(6) reported that during receiving and inspection of incoming products, "pin holes" were found on the blister packages containing the cf6160h threvo-ft suture anchors. Testing results confirmed both of the returned packages failed the dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the "pin holes" were discovered during incoming inspection at the distributor site prior to distribution to the end user.

Manufacturer narrative:
Conmed received two (2) "unopened" packages containing the cf6160h 5.0mm threvo-ft suture anchors for evaluation. Visual examination of the returned packages/products found puncture hole on both blister packages. Dye leak testing confirmed both packages failed leak test resulting in breach of sterility. In this instance, it is believed that the puncture hole on the blister package was caused by the movement of the tip of the driver. Evaluation of similar complaints revealed that this type of damage to the blister packaging could have occurred during packaging, shipping and/or handling of the device. This lot with the unique identifier (B)(4) was manufactured on 20-aug-2014. Of the lot containing (B)(4) units, there were no other similar reports received for this item and lot number combination. (B)(4). Due to similar complaints for this product family, an investigation was generated and the blister package was redesigned and implemented in production on 22-oct-2014. Of drivers. However, this lot of product was manufactured on 20-aug-2014 prior to the implementation the referenced investigation. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.